Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that the battery indicator was showing on her onetouch ultra2 meter. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at an unknown time in the afternoon on (B)(6) 2017. The patient manages her diabetes with oral medication (metformin, 500 mg) and she denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported that 30 minutes after the alleged issue began, she developed symptoms of ¿nausea and sweating¿. The patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr noted that the device was not being used for the first time. Based on the patient¿s testing frequency and the information provided by the patient, the csr established that the subject meter¿s battery needed to be replaced; however, it was noted by the csr that the patient did not have a replacement battery available. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.